Event description:
It was reported that the patient experienced pain at the pump pocket site. It was indicated that it was device related and the severity was noted as moderate. Interventions included trigger point injection done (B)(6), 2010 and surgical repositioning of the pump in (B)(6), 2010. The patient outcome was noted as resolved without sequelae (B)(6), 2010. The pump was used to deliver fentanyl, bupivacaine, and hydromorphone.

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown, catheter model # 8578, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. (B)(4).